Event description:
It was reported that there was an issue with measuring the impedence correctly. There were no adverse consequences and no medical intervention required. The procedure needed to be cancelled.

Event description:
It was reported that there was an issue with measuring the impedence correctly. There were no adverse consequences and no medical intervention required. The procedure needed to be cancelled.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not received.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore the complaint could not be confirmed.